Event description:
It was reported that a patient presented with inappropriate shock due to possible emi on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. It was also noted that the rv lead exhibited low pacing impedance. Rv lead fracture was suspected. No changes or interventions were reported. The patient condition was unstable.